Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2018 and (B)(6) 2018. Explant, anisometropia, unexpected post-operative refraction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 +15.5 diopter intraocular lens was implanted in the patient's right eye on (B)(6) 2018. It was later explanted on (B)(6) 2018 because the patient experienced a significant refractive error and anisometropia. There was no incision enlargement and no sutures used. The replacement lens was the same model, but different diopter of +22.5. Reportedly, the patient was no harmed and the surgery was successful. No additional information was provided.